Manufacturer narrative:
D10 concomitant product: smm-5831, smm-5831 maxon* 4-0 clr 45cm p24 x36, (lot # d6a3876fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dermal suturing for wound closure in a pancreaticoduodenectomy procedure, the needle detached from the suture. Two units from the same lot experienced the same issue during the same case. A new suture was then used without further issues to continue the procedure. There was no patient injury.